Manufacturer narrative:
H3, h6: siemens healthineers completed the investigation of the reported issue. The investigation was performed based on expert discussions considering complaint description, customer service reports, and system history, and system log files analysis. According to the initially provided information, no x-ray was possible during an emergency procedure. The patient was relocated to another system for completion of the procedure. No adverse health consequences to the patient were communicated to siemens heathineers. It is concluded that the relay in hospital power supply control cabinet was malfunctioning and caused a lack of power to the generator, resulting in no x-ray exposure from the system. System was back to full functionality after hospital technician exchanged the defective relay. No system malfunctions or non-conformities have been identified. The system worked as specified. No further actions are necessary. H11 corrected data: h6: the medical device problem code reported in the initial MDR submitted on december 26, 2023, should have been 4027. Code 4042 was reported in error. H6: the medical device problem code reported in the initial MDR submitted on december 26, 2023, should have been 4027. Code 4042 was reported in error.

Manufacturer narrative:
On 7/18/2024, supplemental MDR 2 was submitted to the FDA for correction of the primary UDI number in section d4.

Manufacturer narrative:
E1: (B)(6). H6: siemens healthineers has initiated a detailed investigation of the complaint event and system. A supplemental report will be submitted if additional information is obtained upon the completion of the investigation. H6: component code 4756 was utilized because it is unknown as of the date of this report which system component attributed to the complaint event.

Event description:
Siemens healthineers was informed by its service organization regarding a malfunction associated with the artis one system. It was stated that no x-ray was possible during an emergency procedure. The patient was relocated to another system for completion of the procedure. No adverse health consequence to the patient was communicated to siemens healthineers.